Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had slowly dislodged due to a lack of slack. The lead was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is "very sick". No capture was noted on the right ventricular (rv) lead at maximum outputs. The rv lead remains in use. No further patient complications have been reported as a result of this event.